Event description:
It was reported the radiopaque marker detached from this introducer sheath during a nephrostomy drainage procedure. An attempt to retrieve the detached marker with the introducer sheath was unsuccessful. The detached marker was pushed into the bladder utilizing a catheter and the physician feels the pt will pass the marker during normal peristalsis. The procedure was successfully completed with this unit without pt complications. This device has not been rec'd for evaluation. Therefore, no failure analysis is available. Since co's follow up revealed resistance was encountered during this procedure. Co believes continual exertion against resistance, along with pt anatomy, were contributing factors to this event. However, without evaluating the device co is unable to determine the exact cause for this event.